Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an abdominal infection and abdominal pain. The cause of the events was not reported. It was not reported if the patient was hospitalized for the events. Treatment for the events was not reported. At the time of this report, the patient was recovered from the events and dianeal therapy was withdrawn. No additional information is available as the reporter declined follow up.